Manufacturer narrative:
The sample is not expected to be returned. Additionally, the lot # associated to the device has not made available for a lot history review. Without the sample, the reported complaint cannot be investigated and/or confirmed. It the sample is returned at a later date, a sample analysis will be performed and if any significant info is identified, a summary of the analysis will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the end clinician experienced difficulty passing a suction catheter down the tube. The caller reported this occurred due to the tube developing a kink. This report is associated to info provided on (B)(4)/ MFR # 2936999-2011-00328 where it was claimed that a previous event occurred of the same issue. No info was provided in detail but it was suggested the tube failed in the same manner. Further info is pending.